Event description:
It was reported that during a shift check, the autopulse nimh battery was rotated out from the charger into the autopulse platform and upon power up, the platform determined this battery to be replaced. Customer pressed the indicator button on the battery and didn't get an led light. Customer then tested the battery and rec'd erroneous data. No pt involvement reported. No further info provided.

Manufacturer narrative:
The autopulse nimh battery in complaint was returned for investigation. Visual inspection revealed no visible damages. Customer's reported complaint was confirmed during investigation. The data was corrupted in the battery. When the battery was put into the charger, the fail light came on within one second. Based on the eval results, a definitive root cause for the reported complaint could not be determined.